Event description:
It was reported to covidien in 2009 that a customer had an issue with an insulin syringe. Customer reports that the one cannula broke off in her skin. Customer was able to retrieve cannula from skin successfully.

Manufacturer narrative:
Submit date: 04/10/2009. A investigation is currently underway. Upon completion, the results will be forwarded.